Event description:
The user facility reported a 47-year-old male with cardiomyopathy was implanted with an impella for mechanical circulatory support. The automated impella controller's (aic) blue piece, where the pressure disk slides into, was broken. The pressure disk kept inflating and alarming low pressure and expanding diaphragm pushing blue piece further out appearing broken. This ruptured diaphragm of purge disk. Staff replaced the purge cassette, but when the purge disk slid out, the blue piece was visually broken and would not snap into place. The aic was replaced successfully.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. Imc logs from the reported occurrence date revealed that the console did issue purge pressure low alarms. There was also an instance where a purge disc not detected alarm was issued. After further analysis of the imc logs, there was evidence that the console was able to detect the purge disc in some cases but would receive alarms for purge pressure low. The console was returned and tested after arriving. The purge pressure low alarm issue was able to be reproduced, and the purge retainer was confirmed to be broken. The portion of the purge retainer that was supposed to be fastened to the purge assembly was no longer intact. The cause of the issue was a broken purge retainer.